Event description:
Patient¿s father contacted dexcom technical support to report that upon sensor removal, sensor wire remained inserted inside patient¿s skin. Patient father reports he was able to remove sensor out of patient¿s skin with his own fingers. Medical intervention was not needed although patient¿s father reports that insertion site is a little red. At the time of his call to dexcom technical support, patient¿s father reports that patient was feeling fine.

Manufacturer narrative:
Dexcom, inc. And FDA agreed during a facility inspection that any possible broken sensor wire was a reportable event, even in the absence of any evidence of physical harm or necessity for intervention.